Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted for an unknown reason. The ipg was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.